Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for gel smearing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had oil gel globules in the device. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated ¿after routine blood collection, centrifugation is carried out under the conditions of 1500g, 10 minutes; after centrifugation, the gel state has changed, and it feels dissolved in the plasma, and there are also cases where the separation gel separates.¿